Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. No moisture damage found on the motor, battery tube vibrato assembly, and keypad assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, after being exposed to moisture. Cracks to the display were also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.